Event description:
It was reported by the synthes reliability engineer, that during a torque testing, the battery reamer drill, had a stiff trigger and stopped running. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. During the inspection of the returned device the engineer reported this condition is most likely from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the (lot 4599 ) battery reamer that it has a stiff trigger and stops working after torque test. Evidence suggests this is due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.